Event description:
User received discrepant bhcg results for one patient sample. Initial and all reruns were performed on the same plasma sample from the primary tube. Initial result gave greater than 10,000 miu/ml. The sample was repeated with dilution giving 5505 uiu/ml. User said she knew this result was not correct and repeated the sample three additional times with dilution giving 12,262, 12,626 and 12,645 uiu/ml. The erroneous result was not reported to the physician and the patient did not receive any treatment based on the erroneous result.

Manufacturer narrative:
The field service representative determined there was a problem with the measuring cell, and replaced the measuring cell and black tubing. He performed check tests, calibration and controls to verify analyzer performance.